Event description:
In 2007, a universal driver was broken during a revision surgery that was performed as per patient request. The broken pieces were removed by the surgeon. Surgery was completed without any complications. There was no reported injury to the patient.

Manufacturer narrative:
Investigation is pending.